Event description:
The customer reported the workstation would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the ground connection in the power connector on the workstation. The system operates as intended.